Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that one syringe 1ml s/t w/ndl 26x5/8 rb has been found with the stopper separated from the plunger before use. The following has been provided by the initial reporter: it was reported one syringe had a stopper that was not attached, one had a bent needle and one did not work. Patient stated that she had 3 defective 1ml dosing syringes in her july shipment of gattex. One syringe the rubber inside was not attached, one had bent needle and one didn¿t work. No ae reported. Patient disposed of broken syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 1ml s/t w/ndl 26x5/8 rb has been found with the stopper separated from the plunger before use. The following has been provided by the initial reporter: it was reported one syringe had a stopper that was not attached, one had a bent needle and one did not work. Patient stated that she had 3 defective 1ml dosing syringes in her july shipment of gattex. One syringe the rubber inside was not attached, one had bent needle and one didn¿t work. No ae reported. Patient disposed of broken syringes.